Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient complained of crunching in hip. Surgeon took out ceramic head and insert.